Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the identified symptom false downstream occlusion alarms through the event history log, but did not reproduce it. Eval determined the cause to be a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed downstream occlusion. There was no pt involvement.